Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 311 while using an infusion set, then disconnected from the ilet due to a bent cannula and challenges with infusion site scar tissue, and transitioned to subcutaneous insulin by pen with subsequent improvement to 200. Symptoms included hyperglycemia. Outcomes included serious illness/impairment and unexpected medical intervention requiring medication. Investigation included user communication/interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.